Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that the patient had a head injury which resulted in an infection around the lead. As a result surgery was performed on (B)(6) 2018 during which the system was explanted. However, it was noted that the issue was unresolved at the time of the report. No further complications are anticipated.